Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: the dcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed slightly deformed. The lens observed stuck and exposed at the cartridge tip section. No manufacturing defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was stuck in cartridge, lens would not advance. There was patient contact but the lens was not inserted. The event was observed when inserting into the eye. There was no incision enlargement and patient has recovered. No further information available.